Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new rv lead with different model was replaced. No additional adverse patient effects were reported. Additional information received indicated that the rv lead demonstrated loss of capture (loc) in both unipolar and bipolar configurations. Furthermore, the patient was atrial dependent, and when atrial fibrillation (af) was entered, there was insufficient rv backup.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new rv lead with different model was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction fields: h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc) in both unipolar and bipolar configurations. Furthermore, the patient was atrial dependent, and when atrial fibrillation (af) was entered, there was insufficient rv backup. A new rv lead was used as a replacement. This rv lead has not been received for investigation. No additional adverse patient effects were reported.